Event description:
Excessive wear on polyethylene insert and scratches on femoral component concurrent and polywear. Severe osteolysis, partial subsidence of femoral component. Pt experienced severe pain.